Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized due to high blood glucose levels. The patient's blood glucose levels reached between 240 and 250 mg/dl. The pod was reportedly leaking while worn for between 37 and 48 hours. The pod was removed at the hospital and a ketone test was performed. A new pod was applied for continued insulin delivery. The doctor increased the patient's correction bolus for every meal and changed the basal rate twice. The patient was discharged from the hospital after four days.